Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I got essure in (B)(6) 2010 lords will I will b having my surgery (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache") and fibromyalgia ("fibromyalagia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, headache and fibromyalgia outcome was unknown. The reporter considered fibromyalgia, headache and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: headache, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Event : I got essure in september 2010 lords I will b having my surgery (B)(6) were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.